Event description:
It was reported that the customer's insulin pump alarmed and the device was stuck in the prime loop. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.